Manufacturer narrative:
One device received for evaluation. The customer reported event was confirmed, the device showed error code 42221. Service history review identified the complaint was not related to a previous service of the device within the review period. Error code will be cleared, software-update and long-term test will be executed.

Event description:
It was reported that the device had an error code: 46828/ 4222 when the pump was switched on. The incident occurred not during use, and therefore was no patient involvement and no patient injury.